Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The customer blood glucose level was 505 mg/dl. The customer declined troubleshoot for the high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.